Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to an internally disconnected lcd display cable on the connector of the back light driver module. The display cable was reconnected firmly to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.